Event description:
It was reported that during a plf at l4-s1, minimally invasive, the scrub tech was tightening screw onto driver at back table, but screw would not engage properly. It is not known if screw became cross threaded or if a piece of the driver tip broke off into it. Surgeon used another screw and driver to complete the procedure with no further problem. There was no patient involvement. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Based on the DHR evaluation performed, this complaint is deemed invalid from a manufacturing standpoint. The product evaluation visual inspection revealed that approximately half of the first and second threads are broken off. The remaining threads do not exhibit any damage. There is brownish residue on the shaft and scratches on the knurled sleeve and knob. The condition appears to be the result of the sleeve becoming loose during screw insertion which contributed to the breakage. The condition of the threads indicates that the engaged holding sleeve was partially unthreaded from the implant interface, at which point a cantilever load was applied to the assembly. This incomplete engagement allowed the cantilever force to concentrate on one section of the threads, exceeding the design limits. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)